Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "damage, thermal (resistor)/r28, r29" was cause by overload on resistor r28/r29 are caused since their load capacity is too low, and for the phenomenon of "low output" occurred due to inadequate surgical result or inadequate power delivery to the tissue which can have several causes. Olympus will continue to monitor field performance for this device.

Event description:
No error messages were observed during the procedure. The duration of the procedure was approximately 30 minutes. The condition of the patient was not impacted by the failure. The process was completed with another device. The patient's polypectomy site was clipped and injected with epinephrine. No medical intervention was required as a result of the reported problem. The same incident occurred twice.

Event description:
The customer reported to olympus that the olympus esg-100 generator had no heat and wouldn¿t burn. The issue was found during the diagnostic colonoscopy that was completed with no delay. There were no reports of patient harm. The customer reported that this event occurred twice. Please see reported with patient identifier (B)(6) for the related event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The following non-reportable malfunctions were found during the device evaluation: the communication board had a burnt mark on it and the output power of the monopolar forced coagulation 2 is higher than the limit causing the generator board to need to be replaced. The investigation is on-going, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.